Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was implanted in the patient and was not returned to the manufacturer for evaluation. Additionally, procedural images were not provided; therefore, the reported event cannot be confirmed. The instructions for use (IFU) identifies vessel thrombosis as a potential complication associated with use of the device.

Event description:
It was reported that a web device was implanted in an aneurysm of the anterior communicating artery. The web was protruding into the parent vessel and clot formed. The vessel was attempted to be opened with a stent, but it was unsuccessful. The patient outcome is unknown.